Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Event description:
Article entitled " outcome of revision total hip arthroplasty in management of failed metal-on-metal hip arthroplasty" written by rahman wa, amenábar t, hetaimish bm, safir oa, kuzyk pr, and gross ae. Published by the journal arthroplasty on may 6, 2016 was reviewed. The purpose of this study was to report the functional outcomes and complications after revision tha for failed mom hip and to report the causes for failure of mom tha. Adverse events: patient 12 ¿ 61-year-old female implanted with asr xl revised 48 months after implantation for altr.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The size of the article is too large to attach/submit with the 3500a submission. The citation of the article has been provided below: " outcome of revision total hip arthroplasty in management of failed metal-on-metal hip arthroplasty" written by rahman wa, amenábar t, hetaimish bm, safir oa, kuzyk pr, and gross ae. Published by the journal arthroplasty on may 6, 2016 was reviewed.